Event description:
The handpiece is intermittently working during a lap gastric bypass. Getting a fault tone and into standby then back into ready mode and works for a little but then fault tone again. The handpiece was replaced. Case is still ongoing but device is working correctly. No pt consequence reported.